Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device delivered no current so it would not cauterize. Staff replaced the bipolar cord with the same results. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual examination showed no non-conformities. Resistance measurements, functional pre-cautery and continuity tests were performed on the returned device and there were no non-conformances discovered during the investigation. The reported observation could not be reproduced. A lot history record review was completed for the product, there was no nonconformance associated with the lot #.